Event description:
The customer returned the cysto nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the distal end was detached and rust at the opening of the channel was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the detached distal end, the cause can be traced to failure of the bending section and distal end. Based on the results of the investigation, regarding the rust at the opening of the channel, the cause can be traced to failure of the channel port. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.